Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had no delivery alarms during prime/fill on the insulin pump. Customer was asked to pull out the reservoir, disconnect the infusion set and reservoir, and then slowly reconnect it. Customer was then asked to complete a manual prime of insulin through the infusion set tubing, rewind, and prime/fill again without alarms. Troubleshooting was performed for the prime anomaly. No additional information provided.